Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and topical skin adhesive was used. Following the procedure, the patient experienced a reaction with red rash/irritation. The patient was prescribed medrol dose pack. Additional information has been requested.

Manufacturer narrative:
The procedure was either a laparoscopic hysterectomy or a robotic myomectomy. Steri-strips were used over the incision. The reaction was a concentric circle around the incision about 2-3 inches. Topical hydrocortisone was used for the reaction. The current status of the patient was reported as better. The surgeon opined that either the topical skin adhesive or the glue from the steri strips contributed to the event.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.